Event description:
A report was received that after sleeping on the implant, the pt's right side of his body cramps up. The pt started using pain patches and other medication for the pain at the implant site.